Event description:
A medtronic representative reported that the software was unresponsive during a thoracolumbar procedure. She stated that they were actively navigating, but went back to the verify instruments screen in order to add the unilateral handle. When they went forward to navigate again, after adding the tool card, the system became unresponsive and exited out of the application. They relaunched spine and entered into the surgeon profile and selected the same procedure - open thoracolumbar - but this time they received the error message "error setting up task flow for chosen procedure. Please ensure system has proper task flow file." They selected "ok" but then the system exited out to the blue logo startup screen. They went back into the software and chose another surgeon profile and were able to proceed using the same procedure. There was no impact to outcome of the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. She performed a system checkout and was able to reproduce the reported event. When she selected the open thoracolumbar procedure in the surgeon profile, she would receive the same error message. This message did not occur in any other of the surgeon's procedures. She deleted the thoracolumbar procedure and created a new one copied from the standard procedure. After that she was able to move through the procedure without the error message. There were no further issues. The software investigation found that the reported event was related to a software issue. This issue was addressed in the newest version of software which incorporated a fix for this anomaly.